Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-s1. It was reported that the crosslink set screw stripped during final tightening. No patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5442141, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.